Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction primary with a mentor memorygel, 700cc silicone breast implant experienced left-sided breast pain and paresthesia postoperative. The patient stated pain-feels like stabbing in chest. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed on (B)(6) 2024 per (B)(4) with the currently available information provided. The coding updated: removed pc paresthesia from ip-(B)(4). Per the event description, the patient is reporting pain that feels like stabbing. Manufacturer¿s reference number: pc-(B)(4).